Manufacturer narrative:
Concomitant medical products: 250ml hospira bag ndc 0409-7650-52 lot 90-115-kl exp 1dec2019 heparin sodium (25,000/250 ml) and attached with swab caps on each smartsite. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a patient was receiving heparin (25,000 units/250 ml) at a rate of 24 ml x 2 hours. The nurse set up the new heparin bag, started the infusion, and returned later to find the bag almost empty. There was no evidence that the infusion was tampered with. No harm to the patient occurred. The biomed testing found that the membrane and upper hinge were broken.

Event description:
The customer reported a patient was receiving heparin (25,000 units/250 ml) at a rate of 24 ml x 2 hours. The nurse set up the new heparin bag, started the infusion, and returned later to find the bag almost empty. There was no evidence that the infusion was tampered with. No harm to the patient occurred. The biomed testing found that the membrane and upper hinge were broken.

Manufacturer narrative:
The customer¿s report of a heparin infusion ending sooner than expected was not confirmed or replicated. The pcu event log showed that the pump module was programmed to infuse heparin 25000 units/250 ml at 24 ml/hr on (B)(6) 2019 at 2:02 am. The pump infused for approximately 2 hours before being channeled off. The total volume infused was recorded as 52.18ml. It was noted during the inspection of the device that the membrane frame was fractured and several parts of the assembly were missing. These observations were not found to have a functional effect on the device. Rate accuracy testing showed the device operating within specification. The root cause of the customer¿s report was not identified.